Event description:
Pt's girlfriend reported "pump does not work, currently using gravity infusion." No further info provided. Indication: myasthenia gravis with (acute) exacerbation. Unknown serial number. Device on hand for return. No missed dose reported. No known adverse events as nurse infused via gravity. Reported to (B)(6) by pt/caregiver.